Manufacturer narrative:
This device is used for therapeutic purposes. No consequences or impact to patient. Overheating of device or device component. Product evaluation: when the device was received in service and repair it would not run. Pre-repair temperature testing could not be performed. The device was found to have a shorted motor; it was cleaned, repaired and successfully passed to specifications.

Event description:
It was reported that the device was overheating. The device heated up in less than a minute. There was no patient impact.